Manufacturer narrative:
Batch review performed on 24 july 2024. Lot 2403553: (B)(4) items manufactured and released on 08-apr-2024. Expiration date: 2029-03-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affaird director: revision of the acetabular cup two months after cementless tha in a heavy female patient. Cause reported: dislocation due to cup instability. The quality of the pre-revision radiograph is very poor and the cup popsition can hardly be assessed. It seems that it could be slightly undersized, but this may or may not be the cause for early mobilization. For some reasons, the cup did not find sufficient primary stability and therefore osteointegration did not occur. The most probable cause for this situation is insufficient press fit achieved at the time of primary surgery, but it could also be due to improper rehabilitation or to unforeseen events happened during rehabilitation, all of which is more likely to occur in a heavy patient. No reason to suspect a faulty device.

Event description:
Revision surgery at about 2 months from the primary. The cup was loose and this caused joint luxation. Acetabular components and femoral head revised successfully.